Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. A write to locked ram power on reset occurred on (B)(6) 2016.

Event description:
It was reported that a partial reset occured (por) on a implantable cardioverter defibrillator (ICD) during a radiation therapy procedure. The patient reported hearing audible signal the morning after the procedure. The ICD remains in use. Recommendations were provided regarding pre radiation and post radiation device check actions. No patient complications have been reported as a result of this event.